Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: t lifide420, serial/lot #: (B)(6), ubd: 31-oct-2024, UDI#: (B)(4); product ID: msb_unk_hdwr_cdh, serial/lot #: unknown, ubd: 31-oct-2024, UDI#: unknown other: severity of reported adverse event was high medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: (B)(6)) l4-l5 tlif in a patient (patient ID: (B)(6)). It was reported that the patient had a flash of csf intra-op without identifiable stitchable leak despite multiple valsalva maneuver. Headache and high drain output with serous/csf fluid. Pulled drain kept flat for 24 hours.  No product malfunction reported. Jp drain discontinued due to csf leak increased output. Continued headache post-op: the subject and daughter called on 7/11 complaining of continued headache. Hcp response shows probably related to dural compromise dural compromise/csf leak which is already reported. Headache noted as resolved on 12jul2023. Cec adjudicated as causal related to procedure, not related to tlif grafting material, and possible related to interbody device and posterior supplemental fixation system.there were no further complications reported regarding the event.